Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted with a pressure regulating shunt on (B)(6) 2019 due to hydrocephalus. On (B)(6) 2019, the patient was crying in the morning and at noon indicating dizziness and headache. A present the patient had no crying, dizziness, and headache.